Event description:
Terumo medical corporation received the following reported information: the angio-seal locator was not inserted into the sheath; the device was replaced with another angio-seal device to continue the hemostasis procedure. Subsequently, hemostasis was successfully achieved with the second device. The procedure before deploying the device was coiling procedure. A pre-deployment angiogram was performed. The type of procedure performed was hemostasis. The estimated blood loss was less then 250cc. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).